Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser was not firing intermittently before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. A loose cable was reseated as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on february 16, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).